Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/ davol ventralight st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed incisional ventral hernia thereby underwent repair with implant of ventralex mesh (device #1). (Note: there is no op notes provided regarding implant of ventralex mesh in medical record). (B)(6) 2013 - patient had abdominal pain thereby underwent open repair with the removal of mesh. Per operative notes, ¿there was a large seroma encountered. A large segment of mesh overlying a hernia defect was covered with seromatous membrane. Ventralex mesh was removed where bowel and omentum were densely adherent to mesh. The mesh (device #1) was removed in its entirety. The hernia defect was closed using suture.¿ (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic converted to open repair. Per operative notes, ¿adhesions to the undersurface of the abdominal wall were taken down. A swiss cheese area of multiple hernias and weakness in abdominal wall were noted. A hernia defect was identified. The sac was removed and closed with sutures. Two synthetic mesh (parietex mesh) were placed and tacked.¿ (B)(6) 2013 - patient underwent colonoscopy. (B)(6) 2014 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #2). Per operative notes, ¿multiple omental adhesions and the hernia defect in the mid abdomen was noted. There was also a previous synthetic mesh which was present circumferentially with the central defect of where the hernia was and the previous mesh appeared to be oval shaped with missing central part. There were also multiple omental adhesions to the anterior abdominal wall at the level of previous mesh were taken down. The previous synthetic mesh was densely adherent to the anterior abdominal wall was removed completely. Then, oval ventralight st mesh (device #2) was placed and secured using tackers.¿ (B)(6) 2014 - patient had abdominal pain. (B)(6) 2018 - patient had pain and was diagnosed with recurrent ventral hernia, seroma, adhesions thereby underwent laparoscopic repair with the removal of mesh (device #2). Per operative notes, ¿the previous scar was excised. The upper edge of the mesh was encountered and dissected off the fascia. Significant number of intraabdominal adhesions to the undersurface of the mesh (device #2) were removed. All the tacks, which were used to secure the mesh and removed all the tacks as well along with the mesh completely. The defect was primarily repaired using suture.¿ attorney alleges that the patient had abscess, adhesions, infection, seroma and hernia recurrence, emotional injuries. It was also alleged that the patient had abdominal swelling, vomiting, inability to carry or lift anything over 10 pounds without pain and/or pressure and body modification.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 11 months post implant of ventralight st mesh, patient was diagnosed with hernia recurrence, adhesions, seroma and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions, seroma and pain as possible complications. This supplemental emdr represents ventralight st mesh (device #2); additional supplemental emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.